Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case until further notice. Further investigation is being conducted and will be included in the final report. Gore has reached out to the source for additional information on this medical device incident. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, the patient experienced supraventricular arrhythmia.

Manufacturer narrative:
A2/a4: updated. B3, date of event: updated. B5, describe event or problem: updated. D4: updated relevant fields. H4: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect, clinical code: replaced previous code e060110 with e0601. H6, health effect, impact code: replaced previous code f24 with f2303. H6, medical device problem code: replaced previous code a26 with code a0101. H6, investigation findings: code c19: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device remains implanted. Therefore, an engineering evaluation could not be performed.

Event description:
It was reported to gore that on (B)(6) 2024 a gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, on (B)(6) 2024 supraventricular arrhythmia was diagnosed and beta blocker therapy was subsequently started. Additional information received that no further arrhythmia episodes have occurred and the patient was back to normal sinus rhythm. Reportedly, it is planned to take the patient off beta blocker therapy provided she remains asymptomatic.